Event description:
This hemolytic reaction occurred in a 32-yr-old male donor who had donated more than 1200 times in the past without any adverse reactions. Early in the donation process on 4/3/97, the machine detected hemoglobin and alarmed, and the technician observed red blood cells in the line. Shortly thereafter, the procedure was stopped and the needle was removed from the donor, who went to the bathroom and noted red urine. This was immediately reported to the medical supervisor, who collected a urine sample and escorted the donor to a local hosp emergency room where IV fluids were given. The donor was admitted to the hosp and kept overnight for observation. The center will obtain the hosp records and forward them at a later date.